Event description:
At 23:46 the paramedics were called to see a pt. Pt was fitted with the device and on switching on, the lcd display screen went blank even though the defibrillator and the EKG were on. The rhythm could be printed but could not be visualized on the screen: the equipment was repaired. The lcd assembly was replaced. No pt harm.